Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose level of 511 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous insulin, fluids, and potassium. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the cause was due to a kinked non-tandem infusion set. The infusion set brand and manufacture was not provided. Multiple attempts were to follow up with the customer; however, the customer did not respond.